Event description:
The health care provider (hcp) reported in (B)(6) 2011 following a recent pump replacement the patient had presented to the emergency room twice with symptoms of shakiness, anxiousness and restlessness. It was noted that the bloodwork and cardiac work-ups were "ok". The hcp was unsure if the episodes were device related. It was further reported in (B)(6) 2011 the patient was still exhibiting the same symptoms and a (B)(4) study was scheduled. It was noted that the cause seemed to be that the "catheter wasn't great". The catheter was replaced. The patient was noted to be "fine" when seen for a refill. The pump was used to deliver dilaudid.

Manufacturer narrative:
Catheter model # 8709, serial # (B)(4), implanted on: (B)(6) 2005, explanted on: (B)(6) 2012, pump model # 863720, serial # (B)(4), implanted: (B)(6) 2005, explanted: unknown. (B)(4).